Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. Subsequently, the device was replaced with a 5.0 x 40, 75cm mustang balloon catheter but it also ruptured during initial inflation at 24 atmospheres. Both devices were removed with no issues and the procedure was completed with a different device. No patient complications nor injuries were reported.